Event description:
It was reported by the service and repair department that the needle for the depth gauge for 2.0mm and 2.4mm screws broke off. The device did not malfunction during surgery while being used on patient. It was reported that the needle broke while in the wash, however, the broken piece was not found. There was no patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review: lot #4694002 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 17-dec-2003. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.